Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005: the patient presented with chronic neck pain, shoulder pain and pain involving the entire spine, both hips and knees. Patient also reported that from past two months she had developed continued occipital headaches. Patient¿s examination revealed decreased range of motion in the cervical and lumbar spine. Patient had localized tenderness throughout the entire spine, upper shoulders and occipital region. Patient had persistent paraspinal muscle spasms in the cervical region. Assessment: patient had a severe chronic pain syndrome due to multiple factors including rheumatoid arthritis, degenerative disease of the entire spine, fibromyalgia and depression. On (B)(6) 2005: the patient underwent for MRI of the lumbosacral spine without contrast due to low back pain. Impressions: mild central spinal stenosis at l1-2, severe central spinal stenosis at l4-5, and moderate severe central spinal stenosis at l5-s1 and at l3-4. Discogenic edema in adjacent bone marrow at l1-2 and l5-s1 predominantly. There is also some of the same at l4-5; disk protrusion at l3-4, l4-5 and l5-s1 account for some portion of the central spinal stenosis. No acute process identified. 12 oct 2005: the patient underwent for MRI of the cervical spine without contrast due to neck pain. Impression: multilevel discogenic disease and spondylosis in the cervical spine, which causes central and foraminal stenosis as delineated. 04 nov 2005: the patient presented for neurosurgery consultation. Diagnoses: spinal stenosis; cervical, degenerative disc disease, cervical spine, neck pain. On (B)(4) 2006: the patient presented with following pre-operative diagnoses: multi-level cervical spinal stenosis 2. Advanced degenerative disk disease. Subluxation c3-4. 4. Spinal cord compression at multiple levels. Myelopathy. For which the patient underwent following procedures: c3, c4, c5, c6 and upper c7 laminectomies with bilateral foraminotomies at the same levels. Posterolateral fusion with autologous bone graft and vertex instrumentation. Per op notes, 14mm and 16-mm screws were used, based on the lengths that seemed appropriate. These were placed at c3, c4, c5, c6 and c7. Rods were bent to the proper shape and affixed to the screws, first on the right-hand side and then on the left-hand side. No complications were noted. On (B)(6) 2006: the patient presented with pre-op diagnoses of possible wound infection with non-healing section of posterior cervical wound. The patient underwent for following procedures: exploration of wound removal of right sided cervical instrumentation and primary wound closure. Per op notes, there appeared to be some granulation tissue extending down on the right hand side. X-ray was taken to see if the instrumentation was nearby, because it did not appear to be infected. When surgeon came down on instrumentation, what became apparent that the lowest screw was loose; however, other screws did not appear to be loose. The granulation tissue appeared to be coming from beneath the screw, possibly associated with movement of the screw in the bone; although an infection certainly was possible. Surgeon went ahead and went all the way up to the top and removed a total of 5 screws and 1 rod. Post-op diagnoses were: possible wound infection with non-healing section of posterior cervical wound with a right screw from the instrumentation with some local granulation tissue but no clear infection. There were no complications.